Event description:
A customer reported that during a procedure, the surgeon noted a knife was blunt upon making the incision. An alternate knife was used and the case was completed without delay or patient harm. The customer indicated that the knife was removed from original packaging correctly. Additional information has been requested.

Manufacturer narrative:
One opened sample was returned for evaluation. The sample was examined using 10x magnification and found to have a damaged tip (tip end rolled over and bent tip) and damaged cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. The root cause is unknown. There have been no changes in the manufacturing process that would contribute to damaged blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tip and cutting edges exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).